Event description:
On (B)(6) 2012, the patient contacted animas, stating that the audio bolus button was unresponsive. The patient reported that there was evidence of moisture and corrosion in the pump's battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was fully intact. During testing, the audio bolus button responded appropriately. During investigation, the audio bolus button cover was removed and no defect was found. All keypad buttons responded appropriately and no defect was found under the keypad rubber. Unrelated to the complaint, a display lens leak and a battery compartment leak were found, along with moisture corrosion in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened and evidence of moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.